Event description:
A medtronic representative reported that during a spinal fusion surgery, the surgeon alleged a tracker instrument was inaccurate. The surgeon was able to calibrate the instrument but reported it was inaccurate by a few millimeters. A different tracker instrument was used for the procedure and was reported to be accurate. There was less than a 10 minute delay to the procedure due to this issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for analysis.